Event description:
Caller reported that a cartridge alarm 30 occurred, and this issue did not adversely impact the customer's blood glucose level. Cts assisted the caller in attempting to load a new cartridge using proper techniques, but the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, cts arranged for a replacement pump to be sent and provided the caller with instructions for returning the malfunctioning pump and setting up the new one. The customer acknowledged the instructions and planned to use multiple daily injections (mdi) as a backup until the replacement pump was set up.